Event description:
"Overinfusion" was reported by the bio medical dept. Incident occurred approximately 2 days prior, risk management handling details, no further info was released. Multiple messages left for risk management with no return calls. No info about pt status or outcome. Pump returned with 26 other pumps for routine maintenence repair.